Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two unknown screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a removal of veptr system screw on (B)(6) 2014. The screw was inserted in l1 to l2 on right side was dislocated inside during the fixation. It led to torpor in the patient¿s right leg. Therefore, the surgeon replaced the screw with hook and wire. Due to the replacement, torpor of the right leg was improved. No surgical delay was reported. This report is 1 of 1 for two unknown screws. This report is 1 of 1 for (B)(4).